Manufacturer narrative:
The reported malfunction was observed and isolated to the sys board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during functional testing, the device would not power on via battery power. The device was able to power on via ac power. Complainant indicated that there was no pt involvement in the reported malfunction.